Event description:
Initial report received of pump dry at refill and severe drug withdrawal. Also reports pump alarm not audible and refill interval has been shortened. Follow up with hcp revealed the pt reported they had nausea, vomiting etc, related to withdrawal. Pump has not been empty at refills and alarm tests were ok. Also, the pump has had appropriate amount of residual at refill. Pt has a severe intractable form of diabetic pain that did not respond as well as hoped to intrathecal therapy. Hcp continues to monitor pt response and has given pt oral narcotics to cover breakthrough pain.